Event description:
It was reported that the bur broke off inside of the attachment. The complainant was not aware of any patient involvement, adverse consequences or surgical delay reported as a result of this event.

Event description:
It was reported that the bur broke off inside of the attachment. The complainant was not aware of any patient involvement, adverse consequences or surgical delay reported as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.